Manufacturer narrative:
Concomitant medical products: 638bl28 annuloplasty band, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy pacemaker's (crt-p) battery usage was high and they inquired why it would be using a lot of battery. The patient reported that they would have to go in and see their doctor. The device remains in use. No patient complications have been reported as a result of this event.